Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that the ventilator showed a self test failure with a defective blower, and that a patient was involved. A medical intervention was required, as the ventilator had to be replaced. Logfile analysis showed that the malfunction began on 05 sep 2025, when the device recorded blower voltage out of tolerance events (technical event 244018) while operating in spont mode. Shortly afterwards, multiple blower related technical errors occurred, including technical fault (tf) 431001 (blower fault) and ambient state condition errors. The ventilator was restarted several times between 05 and 10 september, and on 01 oct 2025 it recorded tf 431002 (blower disconnected) followed by a failed self test, confirming a blower malfunction. The failure pattern is consistent with internal component fatigue and early hardware wear. The blower module was replaced to resolve the issue. Case is considered closed.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): when the ventilator went to ambient mode, they swapped the unit. Self test failure, blower is faulty and needs to be replace. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.